Event description:
Paramedics attended to a person described as in "full arrest". The pt was diagnosed with a sinus bradycardic rhythm and no pulse. The pt's medical history was not known. When operator attempted to administer external pacing, the device allegedly displayed a connect cable warning message and use of the external pacing feature was inhibited. The operator disconnected and reconnected the therapy cable and the electrodes in an attempt to solve the reported problem but the unit continued to display the same warning message. Drugs, oxygen and CPR were administered to the pt. The pt was not resuscitated. The reporter did not know if the reported malfunction may have caused or contributed to the pt's death.